Event description:
Pt reported having trouble finding the string. Pt was seen by a medical professional who performed a pelvic exam. During the exam a device was found in the pt's vagina and removed by the medical professional.